Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site in (B)(6) 2017 and was treated with IV and oral antibiotics (specific date not reported); however the issue could not be resolved. The device was explanted on (B)(6) 2017. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2017.